Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported uncommanded bolus. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the omnipod 5 controller was in the husband's pocket and the controller gave 9 units without being commanded. Customer stated there was no calculation in the history details. No medical intervention was required due to this event.

Manufacturer narrative:
In the case description, the user mentioned receiving a 9 u bolus uncommanded. Inspection of the android log files downloaded from the controller confirmed the deliver of a 9u bolus on the date of occurrence. The logs showed that no carbs or bg/cgm values were factored into the calculation of the bolus. The audit logs show the bolus was confirmed through interaction with the controller and that interaction occurred shortly after when a notification was acknowledged. Inspection of the engineering logs show that bolus button was pressed to open the bolus calculator and the total bolus amount was adjusted, though no carbs or bgs were entered, indicating that the total bolus was manually adjusted. The logs show that the controller was interacted with the transition to the confirm bolus screen and the start button was pressed to start delivery of the bolus. The bolus record confirms that a 9 u bolus was confirmed for delivery and that the total bolus was user adjusted from 0 u to 9 u. The logs show evidence of interaction with the controller in order to deliver the 9 u bolus reported. No evidence of an uncommanded bolus was observed in the logs. During testing of the physical controller, the touchscreen was determined to function as intended and an unused pod was paired and activated by the controller. All boluses delivered during testing were confirmed to be programmed and delivered through interaction with the controller. No uncommanded boluses occurred during the investigation. No issues that would contribute to an uncommanded bolus were found during testing.